Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3.50 x 28 mm xience prime below the knee (btk) stent delivery system (sds) was selected for the procedure. During the procedure, the stent implant was unable to be deployed. There were no reported adverse patient effects. No additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy was not confirmed; however, the distal end of the hypotube was separated and there was a hole in the outer member which leaked during testing. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to deploy and the noted damages. There is no indication of a product quality issue with respect to manufacture, design or labeling.